Event description:
According to the customer, "corneal abrasions" were reported related to the drape in the pack. No additional details are available related to the customer reported issue.

Manufacturer narrative:
According to the customer, "corneal abrasions" were reported related to the drape in the pack. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contactwas unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.